Manufacturer narrative:
Remedial action #: (B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that pc unit was on and it was plugged in and "beeping" for most of the night and noted at 0640 it was alarming "communication error". Pump and channels were isolated for biomed. There was no patient involvement. A report was received from health canada's canada vigilance program which states, "alaris pump was not in use in a non-patient area, the system was on and it was plugged in. I was informed it had been beeping" for most of the night and noted at 0640ish it was alarming communication error. A biomed request was completed and pump and channels isolated for biomed. This error also occurred multiple times on september 14 through out the day to multiple different alaris pumps."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pc unit was on and it was plugged in and "beeping" for most of the night and noted at 0640 it was alarming "communication error". Pump and channels were isolated for biomed. There was no patient involvement. A report was received from health canada's canada vigilance program which states, "alaris pump was not in use in a non-patient area, the system was on and it was plugged in. I was informed it had been beeping" for most of the night and noted at 0640ish it was alarming communication error. A biomed request was completed and pump and channels isolated for biomed. This error also occurred multiple times on september 14 through out the day to multiple different alaris pumps."